Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. The customer's blood glucose at the time of the event was 22 mmol/l. The customer did not show any symptoms of high blood glucose. The customer was treated with manual insulin injection for the high blood glucose. It was also reported that the customer encountered an insulin flow blocked alarm while bolusing. Troubleshooting was performed and the customer was advised to change the insulin, reservoir and infusion set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.